Event description:
It was reported that a spectrum pump had a system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom of system error 105 was reproduced and confirmed through evaluation. This error message was attributed to a failed motor (flex). Evaluation also found severed motor mount screws which may have contributed to the reported symptom. The motor assembly, motor mount screws, bearings, gears and bottom plate were replaced.